Event description:
It was reported that a patient underwent a surgical procedure to a bowel obstruction in (B)(6) 2005 and mesh was implanted. The patient required additional surgery in (B)(6) 2011 and (B)(6) 2011 to treat an infection and unspecified complication caused by the disintegration of the mesh. No additional information was provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a surgical procedure in order to treat a bowel obstruction on (B)(6) 2005 and mesh was implanted. The patient required additional surgery in (B)(6) 2011 and (B)(6) 2011 in order to treat an infection and unspecified complication caused by the disintegration of the mesh. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). Unspecified complications. Infection. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to FDA: 8/12/2019. (B)(4). Additional narrative: it was reported that the patient underwent removal surgery on 5/8/2015 during which the surgeon noted ¿upon visualizing the mesh, concerns of a subclinical infection necessitated the dissection and sharp excision of the mesh.¿ it was reported that the patient experienced severe pain and inflammation.